Event description:
Information received by medtronic indicated that the insulin pump had short battery life. Customer stated they were using a new lithium battery. Customer did not receive replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The customer reported low battery alarm or short battery life. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. Thus software was utilized and uploaded trace/history files properly. No pump error was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool in combination with the insulin pump history file reveal that the following alarms occurred around the event date: 104=low battery alert--9 alerts occurred between (B)(6)2021 06:45 and (B)(6)2021 17:41 all of which occurred less than the expected interval of 2 weeks of one another; 58=failed battery alert--3 alerts occurred between (B)(6)2021 14:07 and (B)(6)2021 12:35. Finally did not note any unusual pump errors that have occurred after or within these times. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the insulin pump. After inserting a known good pcba2 and a known good pcba1 into the test case, the sleep current measurement fell within specs. After swapping the test pcba2 onto a known good pcba1 and then into the test case, the sleep current measurement read high, but after inserting a known good pcba2 onto the test pcba1 and then into the test case, the sleep current measurement fell within specifications again. In summary, the customer¿s report of low battery alarm or short battery life was confirmed during testing. The high sleep current measurement is isolated to pcba2.